Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the specimen retrieval bag that had appendix obtained broke. The specimen fell back into the abdomen and was needed to be retrieved by another bag. It was stated that it took more time and the event resulted to a potential contamination. The event required an intervention.